Event description:
It was reported that a patient presented to the emergency room due to a vibratory alert. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were performed to restore the implantable cardioverter defibrillator to normal settings. There were no patient consequences.